Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening and flat creases. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture". Device was explanted.